Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis and hematoma. A system revision was performed and the device was explanted. There were no adverse patient effects reported. This explanted ICD will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.